Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed orange juice, peanut butter and glucose tablets to address bg. Reportedly, the customer's family member drove them to the hospital where they were monitored, no treatment received, and had their breathing checked. Customer was discharged from the hospital on (B)(6) 2025. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.